Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The field representative identified burn marks on the power board and the connector to the heater elements as cause for the reported issue. The power board and the connector were replaced. Subsequent testing did not found further issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed error messages during setup. There was no report of patient injury.